Event description:
It was reported that while using a bd ultra-fine¿ mini pen needles 5mm x 31g (100 count), the needle was clogged. The following information was provided by the initial reported: consumer reported needle clog, stated that pen does not depress all the way.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation summary: a review of risk management document (B)(4) revision 03 indicates that the potential risk of this specific reported incident (pen needle, difficult/unable to operate) was captured and addressed. No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.